Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). Supplier reported on behalf of customer that a 25g needle-pro hypodermic needle safety mechanism detached during use. The safety mechanism was observed without the cannula, which was considered to have detached by use. No adverse events reported at this time. Additional follow-up stated that customer has no further information related to the event.